Event description:
It was reported that during inspection when the tray was opened prior to surgery, the tip of the hex driver was found fractured. The details regarding the surgery when the device broke are not known.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during inspection when the tray was opened prior to surgery, the tip of the hex driver was found fractured. The details regarding the surgery when the device broke are not known.

Manufacturer narrative:
Corrections in and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the very tip of the device is fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to using the driver off-axis. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.